Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the complainant. No device was returned for evaluation; further no photographs were provided. Operative notes and/or medical records were not provided for review of usage/technique. It was noted that due to a broken tab breaker, this process had to be done manually. The shank of the screw was able to be removed and a replacement screw was set in place. A review of manufacturing records were unable to be completed as the lot information of the product was not available. No further investigation was able to be performed at this time. A definitive root cause was unable to be determined with the information provided. The IFU for the streamline mis system states "inspect the product, including all packaging and labeling materials carefully. Do not use if the implant or packaging is damaged." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
The manufacturer was made aware of an implant malfunction on (B)(6) 2024 in which it was reported that a system pedicle screw implant disassociated during implantation. The complainant reported that a system instrument was received in damaged condition, and that removal of the pedicle screw extensions was performed manually, which resulted in the reported implant malfunction. There was an approximate 30-45 minute delay in the procedure, which was successfully completed without any further complication. No additional information available.